Event description:
It was reported that the patient, who was recently implanted with a spinal cord stimulation (scs) system, had been unable to charge the implantable pulse generator (ipg) as the charger cannot locate the ipg. The patient was reeducated on proper charging techniques, however the issue persisted. The edges of the ipg are not palpable, and the ipg appeared to be very deep. Subsequently the patient experienced inadequate stimulation, anxiety and depression. The physician assessed that anxiety and depression were related to the patients inability to charge resulting in loss of therapy and the need for a second surgical intervention. The physician noted that the patient has very dense skin and tissue and feels he would not be able to relocate the ipg to a shallow enough position. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient, who was recently implanted with a spinal cord stimulation (scs) system, had been unable to charge the implantable pulse generator (ipg) as the charger cannot locate the ipg. The patient was reeducated on proper charging techniques; however, the issue persisted. The edges of the ipg are not palpable. Subsequently the patient experienced inadequate stimulation, anxiety and depression. The physician assessed that anxiety and depression were related to the patient's inability to charge resulting in loss of therapy and the need for a second surgical intervention. The physician noted that the patient has very dense skin and tissue and feels he would not be able to relocate the ipg to a shallow enough position. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.